Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct, the doctor noticed that the tip of the autotome rx sphincterotome was jagged when it came out of the scope. The second autotome was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it is disposed; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.